Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for coagulase-negative staphylococci two times (not consecutive). The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. There was no patient harm/infection, or user injury reported due to the event. This complaint is related to patient identifier (B)(6). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2022, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that the customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes and recommended that the customer contact the manufacturer of that equipment for proper use. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. Olympus will continue to monitor field performance for this device.